Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed because the sample was not returned to baxter for evaluation. Manufacturing records were not reviewed because the lot number is unknown. The patient reported being connected to the device prior to the "connect yourself" prompt but it is not known if this contributed to the check lines and bags alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The root cause of the check lines and bags alarm could not be identified based on the information in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The problem was resolved over the phone. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that there was a lot of air in the patient line. The hp was connected during prime. The technical service representative (tsr) advised the hp to disconnect immediately. The tsr then explained that hp was only supposed to connect after "connect yourself" had been displayed. The tsr guided the cg through the self testing and priming. The hc primed successfully and displayed "connect yourself/check patient line." The tsr advised the cg to ensure that no air was in the patient line. The tsr further advised the cg to notify the peritoneal dialysis nurse about the hp being connected during setup. During a follow up with the hp regarding the air in line, the hp stated that he had discussed the issue with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy. No allegations were made against any of the hps dialysis products. No patient injury or medical intervention was indicated.